Event description:
Lumbar drain expelled itself from insertion site during final stitching in place. Lumbar drain was found to have fractured with proximal end retained in pt. Plan to remove fractured end form pt. When pt. Goes to surgery for planned shunt placement. (Retained foreign body has been reported as a serious event related to this device). Also see report mw5060290.